Event description:
A morbidly obese patient in multi-organ failure undergoing requiring ventilation and continuous renal replacement therapy (crrt) had a blood loss when the blood in the extracorporel circuits was not returned when six consecutive prismaflex m100 sets clotted of. The blood loss was estimated at 912 ml. Following the blood loss events the patient received 2 units of packed red blood cells (prbcs) . The nursing staff encountered issues maintaining the internal jugular (ij) vascular access catheter due to the size of the patient. The catheter had to be replaced several times. It was reported that there were problems maintaining the blood flow rate (bfr) due to the reported catheter problems. At the time of this report, crrt had been discontinued due to the patient¿s access catheter.